Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. She was unsure of the blood glucose reading. The insulin pump had not been dropped or bumped, and showed no signs of physical damage. The insulin pump had been exposed to moisture three months prior. The insulin pump was submerged in pool water. The insulin pump alarmed for low battery during the self test. The batteries were not previously used, the customer did not perform excess button pressing or do daily set rewind, and the backlight was not used frequently. There were not unattended alarms. A replacement battery cap was sent and the customer was advised to revert to a backup plan per a healthcare professional's instructions if needed. The insulin pump was not replaced or returned for analysis.